Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the black screen and line appear on the screen and a box with like encrypted on massages on there, the screen fades in and out on lcd. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 345 mg/dl. The customer was treated for high blood glucose with manual injection.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for three days and no screen fades, black display, missing segment or display anomaly during our testing noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.